Manufacturer narrative:
UDI not available for this system at time of filing. Manufacturing date was unavailable at the time of filing. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a training. It was reported that when they performed trace registration and added a touch point, then advancing to navigation, and then going back to registration the overall accuracy is not shown. Green and yellow borders appear. It also gives error "registration failed" at the bottom left hand screen.

Manufacturer narrative:
Additional information was received. A software engineer determined there was insufficient information give in order to determine the cause of the event. If information is provided in the future, a supplemental report will be issued.